Manufacturer narrative:
Common name & product code: dqx wire, guide, catheter. Occupation: lead tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure involving an occluded left posterior tibial vessel, the outer layer of an approach hydro st microwire wire guide came off as the physician advanced the device into the vessel. The user then switched to another manufacturer's wire and the same thing happened to that wire. Another device of the same type as the complaint device was then opened and used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during an unspecified procedure involving an occluded left posterior tibial vessel, the outer layer of an approach hydro st microwire wire guide came off as the physician advanced the device into the vessel. The user then switched to another manufacturer's wire and the same thing happened to that wire. Another device of the same type as the complaint device was then opened and used to complete the procedure successfully. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, the instructions for use, and, quality control data. One approach hydro st microwire wire guide was returned. The distal was elongated and a section of the mandril wire is exposed. No other issues were identified. The wire was then returned to the vendor for analysis. The device failure analysis as well as the photos are detailed in the supplier investigation. The supplier investigation found that the wire is supplied to cook already packaged by an approved vendor. Cook requested that the supplier investigate this occurrence. The supplier reviewed the manufacturing records for the complaint lot. There were no non-conformances relating to the failure mode. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings ¿this wire guide is a delicate instrument and should be handled carefully; forceful angulation should be avoided.¿ how supplied: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the investigation, there is objective evidence to support that the device was most likely manufactured to specification. Based on the investigation, there is objective evidence to support that the device was most likely manufactured to specification. The supplier investigation concluded that excessive device manipulation was most likely the cause of this failure. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.